Event description:
Pt developed shortness of breath and bleeding. Ash split dialysis catheter was examined and found to have a split on the external portion. This allowed an air embolus to develop and was at the site pt was bleeding from.